Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned product was visually inspected and the reported event (debris in packaging) was confirmed. Device history record was reviewed and no discrepancies were found.the likely condition of the product when it left zimmer biomet control was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. This product falls within the scope of a corrective action which is reviewing issues with debris in packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.